Event description:
A flexima drainage catheter was placed for therapeutic purposes. A day after the procedure, pt returned to the hosp as a result of the device was not draining properly. Attempt to retrieve the stent was unsuccessful and the pt was sent to the operating room. Presently, the outcome of that procedure is unknown. There is no further info regarding this event.

Manufacturer narrative:
The device has not been returned for evaluation yet. Therefore, a failure analysis is not available and we are unable to determine if the device met its specs. Our directions for use outline appropriate placement, access and maintenance procedures.